Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) implanting procedure was painful and the patient developed a pneumothorax. The patient felt a lead pressing up under the skin. The leads were later untangled from around the ipg and the ipg was re-buried. The patient stated the ipg's remaining battery longevity. The ipg was later explanted and replaced. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.